Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patients reported blood glucose was 200 mg/dl. The patient removed the pod prior to going to the hospital. Once at the hospital the patient had an ultrasound administered. The patient was diagnosed with a bacterial abscess. The patients pod infusion site was cut and drained. The patient was prescribed clindamycin as well as keflex (300 mg). The patient was discharged from the hospital after 5 hours. The patients pod will not be returned as it has been discarded.